Event description:
In 2007, it was reported that the bone awl was damaged from normal use. On 27 nov add'l info received indicates the event did not occur during surgery. On 13 march 2008 after evaluating the returned awl, it was identified that tip points were broken and not that the tips were worn as previously reported. The malfunction has resulted in an adverse event in the past. The info provided indicates there was no known pt contact associated with the event.

Manufacturer narrative:
The device is an instrument and not implantable. The results of the device history record review indicate the part met specification. Visual inspection shows tip points are broken. A product action has been initiated associated with routine serving. Further investigation is pending.